Manufacturer narrative:
Device received with slightly unresponsive down button. Problem isolated to the keypad. During visual inspection, found the keypad connector on electrical board was properly locked. Device passed displacement test and self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump did not react to button press. Customer's blood glucose level was 8.1 mmol/l. Customer reported that the numbers was not ramping on their own as well as scroll bar was not moving with no input. Customer reported that there was no response from any key. Customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.